Manufacturer narrative:
The insulin pump had moisture damage on electronics. The device alarmed motor error alarm rewind due to corroded motor home switch. Displacement test was not performed due to motor error alarm. The device had minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, and stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had been exposed to moisture and alarmed some errors. The customer did not remember her blood glucose reading nor which errors she had received. She observed moisture in the display screen, and she stated that she believed the hot weather and humidity had something to do with the issue. She discontinued use of the insulin pump and misplaced the battery cap while putting everything together for return. The blood glucose reading at the time of the call was 184 mg/dl. Advised return of the device for analysis. Nothing further reported.